Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for investigation; therefore, the customer¿s indicated failure mode of leakage with the incident lot was not observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as bd had not received a sample or photo from the customer facility for investigation, the customer¿s indicated failure mode of leakage with the incident lot was not observed. Root cause description: there was no sample or photo available for evaluation. Based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported that while performing bloodwork using a 23 g x 0.75" bd vacutainer® ultratouch¿ push button blood collection set, the device leaked on a patient. There was no report of injury or medical intervention.